Manufacturer narrative:
The investigation is finalized. The field service engineer (fse) that was dispatched to the hospital troubleshot the ventilator system without being able to reproduce the message. The fse reloaded the software as a preventive measure. According to the fse statement no parts were replaced. A ¿restart ventilator¿ message indicates a communication error between the panel and monitoring sub-system. A "restart ventilator" message will not affect ventilation, but will lead to inability to read the user display. As no further information was received the real root cause could not be determined.

Event description:
(B)(4).

Event description:
It was reported that a "restart ventilator" error was displayed at every startup of the ventilator. There was no patient involvement reported. (B)(4).